Event description:
It was reported that while in the cath lab the intra-aortic balloon (iab) was prepped per instruction. A sheath was inserted via the right groin and then the iab was inserted. Soon after insertion the pump, a datascope cs100, alarmed and blood was found in the gas line. As a result, the iab was removed and another iab was inserted without incident.

Manufacturer narrative:
Follow-up report will be filed if additional info becomes available.